Event description:
Litigation alleges that patient has experienced constant left hip pain, back pain, and difficulty walking long distances. Her left hip is sore to touch and she cannot sleep on her left hip at night because the pain wakes her up. Additionally, it is alleged that patient has elevated levels of chromium and cobalt.

Manufacturer narrative:
Depuy orthopaedics, inc.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - 09/19/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the patient's metal ion levels provided are at reportable levels. Updated cup/head and added stem/sleeve.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.